Event description:
Patient who was implanted with a blue ridge plate presented in the ER approximately 1-2 weeks post-operatively, coughing up blood. Patient underwent surgery for a perforated esophagus and a piece of the blue ridge locking clip was reportedly removed. Manufacturer just became aware of this incident on (B)(6) 2013 and additional details are still being obtained.

Manufacturer narrative:
The locking clip was reportedly damaged intra-operatively during screw insertion on (B)(6) 2012 and the surgeon removed a portion of the broken clip however, left the other piece in the plate. The screw hole where the clip broke was left empty and patient felt to be stable enough with 5 screws. Approximately one to two weeks post-operatively, the patient was reportedly transported by ambulance to the ER of a different hospital and treated for a perforated esophagus. The remaining portion of the broken clip was reportedly removed at that time. The representative does not believe the patient has been revised as he has not been seen again by the initial surgeon. The lot number of the plate and screws were also not yet made available. This MDR is being filed as a precaution, however, no information has been provided to date that definitively confirms that the piece of metal reportedly removed was part of a k2m product. Device not returned.